Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak resulting from a damaged (torn) cannula. No deficiencies were found with the adhesive that could prevent the adhesive from sticking. While no problems were found, the exact cause of the reported event could not be determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Aside from a leak and adhesive "peeling off at the top," cannula was noted as "normal" and no report of dislodgement was made. Treatment included application of new pod and bolus delivery of insulin. Device has since been received and investigation results identified a damaged cannula.